Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was able to power on but had no display. The cause of the failure was isolated to a defective u608 on the computer/analog pca having no output. Additionally, y402, l606, l603 are physically broken off the ca board. The root cause for the defective u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.